Event description:
It was reported that an ilet user experienced two device restarts and an occlusion alert, after which a dry run was performed and insulin delivery was resumed using the existing infusion supplies, with guidance to monitor blood glucose. Symptoms included hyperglycemia. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a stalled motor and occlusion alerts. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.